Event description:
The user facility reported that two angio- seal devices were used on a patient. The first angio-seal anchor was outside the tip of the sheath. The second angio-seal device suture was not attached, therefore manual pressure was used to finish the case. The patient was not injured, and medical or surgical intervention was not required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 05 may 2022: both devices were used on the same patient. The first device issue where the anchor was outside the tip of the sheath was noticed prior to being used on the patient. Therefore, they opened a second angio-seal device to use and that was when the second issue occurred where the suture was not attached. The procedure prior to the use of the angio-seals was a visceral angiogram. A 6 fr. Procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The issue was during withdrawal of the device, after first steps were completed successfully, when they went to pull back on withdrawal, the entire device pulled out. The suture was not visually seen. Manual compression was used to achieve hemostasis.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for the second device reported that was used on the patient.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).